Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report received indicated patient underwent surgical intervention on (B)(6) 2024 wherein the ipg was replaced, and therapy was restored.

Event description:
It was reported patient's ipg was nearing end of life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Section a4: patient weight is unknown.